Event description:
It was reported the hanging hook is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is missing segments. Battery release, heart block, heart lead flex, and battery drawer are contaminated. Ring is bent and ring cover is contaminated. Lead flex cover is contaminated. Upper and lower case halves are broken.